Event description:
Caller alleged discrepant inratio2 results. Results as follows: patient #2, date: (B)(6) 2012, meter #1: inratio = 2.2, 5.6. Meter #2: inratio = 5.0, 5.5. Lab = 8.4 (venous). Unknown if new finger sticks/fingers were used for inratio results. All results obtained within 1 hour. Customer has two inratio2 meters. Caller did not know which meter rendered each reported result, stated both readers had been used. Reference MDR #2027969-2012-00369 for the first meter.

Manufacturer narrative:
Investigation pending.